Event description:
The customer reported a faulty battery was discovered during pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a faulty battery was discovered during pt involvement. There was no reported adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.